Manufacturer narrative:
7/14/1998-supplemental report #2 sent to FDA. A user facility medwatch report was rec'd from the FDA with triage unit sequence #62745/1011133.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the unit did not release from the tissue. The unit was pried open. The surgeon applied suture to complete the procedure. No pt injury was reported.